Event description:
It was reported "doctor states that the set was missing the green compression collars but he had already commenced insertion when he noticed. He continued and attached the hubs as patient needed dialysis. The set aspirated air and could not be used. A hub set had to be opened and used and old hubs removed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "doctor states that the set was missing the green compression collars but he had already commenced insertion when he noticed. He continued and attached the hubs as patient needed dialysis. The set aspirated air and could not be used. A hub set had to be opened and used and old hubs removed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation. Precaution: ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." Additional information was provided by the customer, stating a repair kit was opened and the compression sleeve from the kit was used to complete successful dialysis. Based on the available information, the probable cause is intentional use error as the physician intentionally continued using a device that was missing a component. Teleflex will continue to monitor and trend for reports of this nature.